Manufacturer narrative:
The investigation has determined that a non-reproducible, higher-than-expected troponin es result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot 5930 on a vitros 5600 integrated system. The assignable cause of the event cannot be determined with the information provided. Historical qc fluid results were showing acceptable accuracy. However, the calculated standard deviation (sd) values were higher than the customers baseline sd and the mas june 2025 peer sd, indicating reduced within laboratory precision. Therefore, a vitros tropi es reagent issue cannot be entirely ruled out as a contributor to the event. No precision testing was performed on the vitros 5600 integrated system at the time of the event and therefore, an instrument related issue cannot be entirely ruled out as a contributor of the event. It was not possible to determine if the customer was following the sample collection device manufacture recommendation for sample centrifugation based on the information provided, consequently, improper pre-analytical sample handling could have contributed to this event, although this cannot be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 5930.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher-than-expected troponin es result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot 5930 on a vitros 5600 integrated system. Patient 1 vitros tropi es result of 0.117 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible higher-than-expected vitros tropi es result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number 400275216 and reportability assessment 611465.